Event description:
The patient presented for coiling of an unruptured intracranial aneurysm. The last coil (microvention), did not detach from the pusher wire despite checking the connectivity of the pusher and coil using the detacher handle prior to deployment. Md was doing an intervention and the implantable coil failed to detach, and in further attempting to detach it, it uncoiled. There was no clear harm to patient, but he had to do several additional interventions to deploy stents and place the patient on blood thinners in order to reduce her risk of stroke from the procedure. Though doctor has reported it to the manufacturer of the coil, I told him that we would likely report it to the FDA as well. Monitor this one for harm down the road.